Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up. The patient was presented with shortness of breath and the inability to use his legs. Upon device interrogation, a message noting automatic capture in retry, with less than 40% was observed, indicating loss of capture (loc) and an increased threshold measurement. Minimal isometric testing was performed, however, no noise was observed. Atrial tachy responses (atrs) were observedin the arrhythmia logbook. A lead problem was suspected, however, a chest xray was performed and was unremarkable. The device was noted to be nearing elective replacement indicator (eri). Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No further information was available.